Event description:
It was reported the patient was experiencing a choking feeling and a cough due to the right ventricular (rv) lead exhibiting diminished r-wave sensing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID p1501dr ,implantable pulse generator (ipg), implanted: (B)(6) 2009; product ID 407645, implantable pacing lead, implanted: (B)(6) 2009. (B)(4).